Manufacturer narrative:
Based on the claim against the product by the customer noting e-100 wasn¿t recognizing the vessel sealer an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The field service engineer (fse) went on site, reproduced the issue, and performed service by activating nest pic in nodes to correct the unresolved issue; electrical / mechanical adjustment made to correct reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the customer had an esu issue after the start of the procedure due to esu not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that the e-100 generator wasn¿t recognizing the vessel sealer extend (vse) instrument. The customer stated that when the vse instrument plugged into the e-100 generator, they got a message energy not connected. Prior to calling in, the or staff moved the vessel sealer extend to the vio dv 2.0 integrated electrosurgical unit (erbe) and it started working. Also prior to calling, the staff rebooted the e-100 from the breaker switch and the issue remained. The tse asked what color the e100 power button was, and it was solid white. The tse asked if the customer was able to swap the vessel sealer back to the e-100 to see what color the instrument led on the e100. The customer swapped the vessel sealer cable back to the e-100 and the led didn¿t light up. The customer moved the vessel sealer cable back to the erbe. The customer stated he couldn¿t power down the e-100 from the power button. The tse viewed error logs and didn¿t see any related errors in the logs. The customer continued with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales rep informed the procedure was completed without further incident by plugging in vessel sealer extend into erbe bipolar outlet.